Event description:
It was reported that the customer required medical intervention by emergency medical services due to low blood glucose levels. The blood glucose reading was 51 or 52 mg/dl at the time of admission. The customer's husband stated that the customer had run out of insulin. The blood glucose reading was 30 mg/dl when emergency medical services were called, and the caller treated with a glucagon shot. He stated that the customer had not eaten lunch. The customer's husband stated that everything was correct on the insulin pump's settings, and the reservoir showed the same amount of insulin as was shown on the status screen. Advised the customer to consult a doctor regarding low blood glucose and to monitor the insulin pump. The customer was able to successfully change the infusion set and fill the cannula. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.